Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds. A new rv lead was succesfully implanted. No additional adverse patient effects were reported.